Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer encountered issues firing the large hem-o-lok clip applier instrument. The reporter explained they tried to reseat the instrument and reseat the clip in the clip applier and the surgeon was not able to fire the clip applier. The customer installed the large hem-o-lok clip applier instrument a third time and the reporter explained there was a sound like ¿gears grinding.¿ the customer removed the instrument and installed a vessel sealer extend (vse) in the instrument arm in which the customer did not encounter any issues with the vse instrument. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to reseat the sterile adapter and attempt the large hem-o-lok clip applier again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier was not firing, and the customer discovered they had loaded the clips backward. Once they loaded it the correct way the surgeon closed the jaws, but it did not fire. The surgeon attempted to clamp two separate times on tissue, and the jaws closed but the instrument would not fire. No cables were loose. The surgeon used a backup clip load to check if it would fire and it did, so he applied an extra clip. There was no injury to the patient, and the procedure delay was no longer than a minute.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call to the customer service to complete the process of return. Although the complaint regarding clip application was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if any additional information is received.